Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called in after receiving inappropriate therapy. Patient brought into clinic and programming changes were made. Patient was stable.